Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular connector was broken. The generator has not been received into service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for return of broken connector and it was additionally noted that the unit failed its incoming testing (over voltage test measured current). The battery clip and connector internal assembly were replaced and the main board was repositioned and calibrated. The device then passed all tests with no visual or electrical anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.